Event description:
Complaint alleged that during biomed testing the device displayed "pacer fault 1122" and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.